Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. On an unknown date, a type I endoleak was discovered. On (B)(6) 2013, a type I endoleak was confirmed by the computer tomography angiography (cta). On (B)(6) 2013, the patient underwent a reintervention using a gore excluder aaa endoprosthesis aortic extender component. A type I endoleak was resolved. During the procedure, a type ii endoleak was noticed. There was no aneurysm enlargement. The physician decided to monitor the patient.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.